Manufacturer narrative:
Corrections: b3 to account for date literature article was published, and added literature article which was missed in initial MDR. Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the event date, physician opinion and device information has been requested, but has not yet been received. If additional information is received a supplemental report will be submitted. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Product code mcw not entered due to esubmitter error. Csi ID: (B)(4).

Event description:
Lebruno et al., 2020 - a literature article was published on 7 september 2020 which indicated the following: orbital atherectomy treatment was selected for a patient who had isolated, focal, calcified occlusions of the popliteal artery. The lesion was 28mm in length. The 2mm solid crown stealth 360 orbital atherectomy device was operated for six treatment passes, two passes on each speed, followed by balloon angioplasty. A vessel spasm was noted in a distal arterial bed, and was successfully treated with local nitroglycerine.